Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc/flag issue. The purge cassette was inserted without issue, but the purge disc could not be placed due to a missing piece. A new console was used, and no patient harm was reported.

Manufacturer narrative:
The device was returned and an evaluation was completed. A review of the logs did not reveal evidence of a purge disc failure. Furthermore, a visual inspection and additional testing failed to reveal any issue with the disc detection/assembly. Both the purge retainer and flag were intact on the returned console. Upon conclusion of the investigation, the reported issue could not be verified and a cause for the allegation could not be established. This report is being filed as part of a retrospective review of historical records.